Event description:
The customer reported that throughout a hysterectomy, the device knife continued to get more and more dull. Eventually, when in use on the broad ligament, the device would no longer open. The device was cut out of tissue but there was no resulting bleeding and no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.